Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned as intended during functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a l4-s1 ablation procedure, the patient experienced excessive numbness and weakness following the procedure. Prior to ablation, sensory and motor testing was performed. While performing an ablation the generator temperature exceeded the temperature threshold and the procedure was discontinued. The patient noted numbness and weakness immediately following the procedure, for which no intervention was performed. Several days later the patient noted a heavy feeling in the left leg and was instructed to follow up with a physician.